Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 555 mg/dl. Customer stated that insulin flow block alarm lead to high blood glucose level. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. Customer was not treated for high blood glucose level. Customer had changed infusion set hour before high blood glucose event. During troubleshooting it was found that cannula was not bent. Customer stated that insulin flow block alarm came up when they started new reservoir. The insulin pump will not be returned for analysis.